Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 300cc mentor memorygel breast implant being used in a breast augmentation was found to be ruptured during the operation (preoperative). No adverse event was experienced by the patient. No patient consequence was reported.

Manufacturer narrative:
On february 17, 2022, the mentor failure analysis lab has received the device for evaluation. On february 25, 2022, the evaluation for the device was completed. On march 02, 2022, h1 was mistakenly reported as "serious injury" in the initial report, however there was no associated adverse event. This is a reportable malfunction. H1 has been amended. Device evaluation summary: visual analysis of the returned sample determined that the smooth hpg, 300cc breast implant was found to have an area of missing material on the anterior view measuring approximately 0.8 x 0.8 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the missing material, measuring less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: pc-001060014 h1 was mistakenly reported as "serious injury" in the initial report, however there was no associated adverse event. This is a reportable malfunction.